Event description:
Event occurred with regards to a 11" (28 cm) appx 1.1ml, smallbore ext set w/3-port nanoclave¿ manifold, check valve, clave¿ clear, luer lock where it was reported that the device was hooked up to total parenteral nutrition (tpn/il) going through a peripherally inserted central catheter (PICC) and was leaking at place of spin collar and extension on the set during patient use. The medication was total parenteral nutrition (tpn) and the device was not reprocessed or re-sterilized. There was patient involvement, no patient harm/adverse event and no delay in therapy.

Manufacturer narrative:
Investigation summary received one (1) used am3127 smallbore ext set for inspection. An incomplete insertion was observed at the female luer to male luer bond at the end of the manifold. The set was leak tested per product specifications. There was leakage from the incomplete insertion. The reported complaint can be confirmed. The probable cause is due to an incomplete insertion during manual assembly in the manufacturing plant. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.